Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was kinked. Visual analysis of the lead indicated damage at implant. The analyst noted visual inspection found the distal end of the lead obstructed by guidewire stuck in the distal tip nose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck in the left ventricular (lv) lead lumen. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.